Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced thyroid disorder ("thyroid") and alopecia ("hair loss"). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, thyroid disorder and alopecia outcome was unknown. The reporter considered alopecia, medical device removal and thyroid disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Case was upgraded to serious incident. Added event medical device removal and hair loss. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.